Manufacturer narrative:
Age at time of event - above 18 years and older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle of right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.